Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was received damaged on (B)(6) 2010. According to the complainant, when the device was received the outer box was intact, but the device was damaged/crushed. The exact damage could not be confirmed. It was reported that the damage seemed to have occurred prior to the shipping process. There was no procedure underway or patient involvement.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.